Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reportedly due to constipation. One day before diagnosis, the patient manifested with abdominal pain and cloudy effluent. The following day, the patient was diagnosed with peritonitis and was hospitalized for the event. That same day, the patient started treatment with intraperitoneal vancomycin (1 g once every 72 hours) and intraperitoneal amikacin (1g daily) for peritonitis. Dianeal therapy remained ongoing. Nine days after hospitalization, the patient was discharged from the hospital and was recovered from the event. Four days after discharge, vancomycin and amikacin were discontinued. No additional information is available.